Event description:
It was reported that during an arthroscopy, the light source of the lens integrated system was not emitting proper light. The procedure was completed with a surgical delay greater than 30 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H11: h2: corrected information on: e1, e2 & e3. H3, h6: the reported device was received for evaluation. A visual inspection revealed that light engine clad rod was damaged. A functional evaluation was performed on the returned device and found the system was turning on but there was no light output. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with component failure. Factors that could have contributed to the failure include an open circuit or defective power supply. Based on this investigation, the need for corrective action is not indicated.